Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up to obtain additional information. There was no other physical damage. There was no damage to the conductor wire insulation. There was no injury to the patient. Patient has not returned to the hospital. Instrument is available for return. Sequence ID is (B)(6). Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of 'thermal damage bipolar yaw pulley - between grips' to be related to the customer reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Probable root cause of the thermal damage between grips of the bipolar yaw pulley is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a burnt tip. There was no report of patient involvement or patient injury.